Manufacturer narrative:
Customer reported on (B)(6) 2016 enterprise wide slowness. A reorganization of the customer's dicom tables was needed. This started on (B)(4) 2016 and was completed approx. 8 hours later.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed for soft copy reading, communication, and storage of studies produced by digital modalities. A customer reported on (B)(6) 2016 that they were experiencing enterprise wide slowness. They were having issues pulling orders from the worklist. Merge pacs was slow to scan, send and retrieve and the customer stated they were not able to burn a cd due to these issues. Merge support began investigating the issue and found a related support case (B)(6). That case had been opened on (B)(6) and another member of the support team was already working with site on slowness issues. This case was closed as a duplicate and information was transferred to original case. This report is being issued as a result of the customer reporting again issues with slowness prior to the dicom tables were being reorganized. The slowness has a potential of leading to a delay in a treatment of diagnosis of a patient. (B)(4).